Event description:
Healthcare professional reported deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange of textured device due to patient concern with product.

Event description:
Healthcare professional reported deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted. This record is for the right side.